Event description:
The dealer states the chair is getting a display that says max back angle which is an issue with the mercury switches and that the cmpj joystick will not turn off. The screen says good - bye. The dealer has to unplug the joystick from the stack.